Manufacturer narrative:
The pump was received with all buttons functioning properly. However, moisture damage was found on keypad traces. No button error alarm was noted. The pump was received with no moisture damage inside pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 122 mg/dl. The customer stated that he tried to give a bolus and the buttons were not responding. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.